Event description:
The pt had thrombosis three yrs after a cypher stent was implanted. The pt rec'd a cypher select stent (size unk) in the right coronary artery (rca) and another cypher select stent (size unk) in the circumflex (cx). The pt had 12 mos of plavix and had a thrombosis two yrs after stopping plavix. The stent in the cx thrombosed. Pt was presented with a myocardial infarction due to thrombosis.

Manufacturer narrative:
This device cra xxxx(lot unk) is distributed outside the united states; however, it is similar to the united states prod cxs xxxx. The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.